Event description:
A consumer reported they heard of a patient who always had intermittent connection/ communication issues when trying to charge; it took 30 minutes to get the recharger to connect with the implantable neurostimulator (ins). It was felt that the ins wasn't holding a charge as long as it used to and was depleting faster than before. The ins used to need to be charged every one to two weeks, and never dropped below 50%, but now it needed to be charged almost every other day. It was noted it could take four hours for the ins battery to increase by 25% with eight coupling bars even though the ins was turned off during charging and they thought it was an issue with the ins. As a result the ins was never charged to 100% because it took too long to charge. The device had not been recently reprogrammed, switched to a new group, or increased their parameters. There were no ins pocket issues or concerns. No patient symptoms were reported.